Event description:
On (B)(6) 2012, the lay user/patient's health care professional (hcp) contacted lifescan from germany alleging the one touch verio pro meter was displaying the message wartung (maintenance). The patient's hcp did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's hcp claimed the meter displayed the message 'wartung' (maintenance). There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's hcp did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(Serial #) information was not provided.